Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarm 19s during basal delivery. After the alarm, another cartridge was loaded and insulin delivery was resumed. The customer's blood glucose level was not impacted. The customer was to continue to use the pump to manage diabetes.